Manufacturer narrative:
This report is filed august 29, 2013.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6), 2013, for exploration of site and abutment exchange. No skin reduction occurred. The implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number of the device is 92133; not 92127 as previously reported. This report is filed 31 mar 2014.

Manufacturer narrative:
(B)(4): implanted device remains.